Event description:
A literature search revealed a report published in the journal of heart valve disease, 2007; 16:278-281 in which dr concalo coutinho describes a case of acute mitral valve regurgitation caused by ruptured eptfe neochordae. The physician describes a male pt with severe mitral valve regurgitation 6 years after mitral valve repair who was found to have 2 pairs of gore-tex neo-chordae broken at 10-12 mm above the tips of the papillary muscles necessitating replacement. The physician noted the eptfe sutures did not appear to be calcified and there were no vegetations present. Two new pairs of eptfe chordae were implanted with no residual mr. The pt was discharged home on postoperative day 6 with minimal mr.

Manufacturer narrative:
Investigation is in progress.